Event description:
A ventilator was returned to a third-party service center for a vent inoperative. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error was discovered in the device's event log. The technician recommended replacing the device's circuit board to address the issue. No further investigation is required at this time. Additionally, the device's air inlet foam filter and particulate filter were replaced for 4 year service due. Reinstalled software 1.06.10.00. Device tested and all testing passed.